Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic for routine follow up with safety pacing observed. Review of data notes crosstalk. Patient is not pacer-dependent. Reprogramming changes were recommended. The patient will be monitored with routine follow up by physician.